Event description:
.

Manufacturer narrative:
The form 3500a report filed by the user facility indicates that the device, (endobronchial ultrasound needle) could not be removed from the laryngeal mask airway. This treatment is incorrect in that the ebus needle does not come in contact or directly interact with the lma. The ebus device is used exclusively through the working channel of an ultrasound bronchoscope. In an e-mail received from and a subsequent telephone conversation with the physician involved with this event, he indicated that there was not a single incident but expressed difficulty in using and operating the device. He further explained his preference in another manufacturer's device expressing that it was much easier to use. The physician indicated that he has performed approximately 50 endobronchial ultrasound/transbronchial needle aspiration, (tbna) procedures and that the medi-globe device, (subject of this report) was used in approximately 4 of those cases. The difficulties experienced by the physician were explained as handling/functionality of the device during the procedure. More specifically, difficulty in moving the sheath length adjustment piston of the device and the needle is extension piston of the device. Metal set-screws are integrated components of the device and are used to fix the desired sheath length and to unlock and/or set the maximum needle projection length of the device. The physician indicated that he felt that these mechanisms were to difficult to use and inadequate when compared to the competitors device which he uses most often. There was not an actual breakage of the device as explained by the physician. Medi-globe has requested the devices involved in this adverse event from the user facility and will perform a complete device eval once the devices have been received. Additional suspect device #2 (lot number (B)(4)). Additional suspect device #2 manufactured 02/15/2011. (B)(4). To be completed after devices have been received from the user facility and evaluated by medi-globe. A total of three devices were used in connection with this complaint. Difficulty in handling and functionality were experienced from the first two devices uses. Lot numbers from these devices are as follows: g4305120, g4401521. The third device used to complete this case was not retained by the user facility. The first two devices used in this case are waiting to be evaluated by medi-globe pending receipt from user facility who has indicated that both devices are available and will be returned to medi-globe after release by the facilities qa department. (B)(6).